Event description:
It was reported that on (B)(6) 2013, the patient presented with an acute myocardial infarction. During the procedure, pre-dilatation was performed using a non-abbott balloon. A 3.0x18 rx xience prime stent was implanted in the heavily calcified, heavily tortuous, proximal left anterior descending artery for treatment of a 99% stenosis. Intravascular ultrasound was performed as standard procedure. Post-dilatation was performed and the stent was confirmed to be fully expanded. On (B)(6) 2013 while still in the hospital, the patient's enzymes were slightly elevated. On (B)(6) 2013, enzymes were elevated and cardiogenic shock occurred. Coronary angiography was performed and stent thrombosis was observed. Intra-aortic balloon pump was placed. Thrombectomy and balloon angioplasty were performed. The patient remained unconscious. On (B)(6) 2013, acute exacerbation of cardiac failure occurred and the patient died. The reported cause of death is cardiogenic shock. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of death, thrombosis, heart failure, and shock as listed in the japan xience prime everolimus eluting coronary stent system instructions for use (IFU) are known patient effects associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.